Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
During a follow up call the customer stated that the insulin pump had multiple alarms, including a no delivery alarm. The customer's blood glucose was unknown since the reported issue was a past event. The customer stated that they are unable to perform troubleshooting at the time of the phone call. Nothing further was reported.